Event description:
It was reported while using a single bd vacutainer® c&s transfer straw kit, the customer inserted the tube into the urine transfer straw and tube and sharp broke and separated. No health impact or consequence reported.

Manufacturer narrative:
D.4: unknown lot number. D.4: medical device expiration date: unknown. H.4: device manufacture date: unknown. H:. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a single bd vacutainer® c&s transfer straw kit, the customer inserted the tube into the urine transfer straw and tube and sharp broke and separated. No health impact or consequence reported.

Manufacturer narrative:
H6: investigation summary: bd did not receive returned samples or photos for investigation of customer claim of breaking during use. Additionally, incident batch # was unable to be determined. Therefore, review of device history record and retention testing could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint was unable to be confirmed for breaking during use. Bd was unable to identify a root cause for indicated failure mode.